Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Upon interrogation of the device, acute increased threshold was noted on the left ventricular lead. It was discovered by fluoroscopy that the lead had dislodged. The lead was capped and replaced on (B)(6) 2018. The patient was fine during and after the procedure. No complications were noted.